Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid right coronary artery with heavy tortuosity, heavy calcification and 100% stenosis, pre-dilatation was performed with a semi-compliant balloon and via radial approach a 3.0x38 mm rx xience prime stent delivery system (sds) was advanced without resistance and deployed at 16 atmospheres. Fluoroscopy post stenting showed a dissection at the proximal end of the stent. A 3.0x18 mm rx xience prime sds was advanced and implanted to treat the dissection. The patient outcome was satisfactory and there was no clinically significant delay in the procedure. No additional information was provided.